Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site since (B)(6) 2019. The patient did not experience any trauma. To address the issue the patient may be awaiting surgical intervention .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the entire scs system was explanted.